Event description:
The patient's wife stated that, as she was priming her husband's infusion set, she had not properly secured the infusion set tubing to the adapter on the cartridge. Consequently, a small volume of insulin leaked at the loose connection into the cartridge chamber of the infusion device. During troubleshooting with a company representative, the patient's wife was advised to invert the infusion device to allow any residual insulin to drain from the cartridge compartment and to allow it to air dry for 24 hours. She agreed to complete these actions, then temporarily transitioned the patient to his backup infusion device. During follow up, she stated that the patient was back on his primary infusion device and it was functioning properly. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.